Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and procedural pain ("essure placement procedure-excessive post-operative pain") in a 28-year-old female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from 2005 to (B)(6) 2010. Concurrent conditions included dysfunctional uterine bleeding, abdominal pain, kidney pain, urinary tract infection and flank pain. Concomitant products included sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction (type: allergic reaction to metal)/nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headache") and headache ("headache"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain (seriousness criterion hospitalization), dysuria ("painful urination") and bladder spasm ("bladder spasm"). The patient was treated with ibuprofen and surgery (pelvic surgery-total laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and dysmenorrhoea had resolved and the genital haemorrhage, procedural pain, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysuria, bladder spasm and headache outcome was unknown. The reporter considered allergy to metals, bladder disorder, bladder spasm, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in or about (B)(6) 2015, it was determined that patient required surgical intervention address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2010 ultrrasound was done and the results of essure confirmation test- other: (l)brightly echo genic linear foci defined at both cornua, thought consistent with appropriate position of essure devices on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received, event added- headache. Events onset date updated. Treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and procedural pain ("essure placement procedure-excessive post-operative pain") in a 28-year-old female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal pain, kidney pain, urinary tract infection and flank pain. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 26-mar-2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced migraine ("migraines/headache"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain (seriousness criterion hospitalization), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("allergic or hypersensitivity reaction (type: allergic reaction to metal)/nickel allergy"), dysuria ("painful urination") and bladder spasm ("bladder spasm"). The patient was treated with surgery (pelvic surgery-total laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and dysmenorrhoea had resolved and the genital haemorrhage, procedural pain, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysuria and bladder spasm outcome was unknown. The reporter considered allergy to metals, bladder disorder, bladder spasm, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in or about january 26, 2015, it was determined that patient required surgical intervention address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on 26mar2010 ultrrasound was done and the results of essure confirmation test- other: (l)brightly echo genic linear foci defined at both cornua, thought consistent with appropriate position of essure devices on 26mar2010. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue,device insertion procedural complication-procedural post operative pain and device removal complication-painful urination,bladder spasm were added. Reporter, patient demographic information updated. Product stop date, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and procedural pain ("essure placement procedure-excessive post-operative pain") in a 28-year-old female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud from (B)(6) to (B)(6)2010. Concurrent conditions included dysfunctional uterine bleeding, abdominal pain, kidney pain, urinary tract infection and flank pain. Concomitant products included sertraline (zoloft). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction (type: allergic reaction to metal)/nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced fatigue ("fatigue"). On (B)(6)2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headache") and headache ("headache"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain (seriousness criterion hospitalization), dysuria ("painful urination") and bladder spasm ("bladder spasm"). The patient was treated with ibuprofen and surgery (pelvic surgery-total laparoscopic hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and dysmenorrhoea had resolved and the genital haemorrhage, procedural pain, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysuria, bladder spasm and headache outcome was unknown. The reporter considered allergy to metals, bladder disorder, bladder spasm, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in or about (B)(6)2015, it was determined that patient required surgical intervention address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6)2010 ultrrasound was done and the results of essure confirmation test- other: (l)brightly echo genic linear foci defined at both cornua, thought consistent with appropriate position of essure devices on (B)(6)2010. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in or about (B)(6) 2015, it was determined that patient required surgical intervention address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.